Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there were allegedly 2 separate instances that involved a patient where a catheter balloon would not deflate and had to be brought to sarnia to have it removed. The first incident was (B)(6) 2019, and the second was on (B)(6). They thought the first one was user error until it allegedly happened again and noticed it was the same sized catheter. Users apparently reached out to see if any other sites had run into issues so we would know if we should pull certain lot numbers. 24jan2020 add'l info: #16 fr catheter inserted (B)(6), attempted to deflate balloon (B)(6). Patient went to emergency and the physician removed by needle aspiration. Patient had been complaining of pain/burning sensation due to catheter. The nurse attempted to remove, but the balloon was lodged in the patients urethra. They were unable to deflate balloon . Consulted with urology in sarnia, and was instructed to cut the catheter to see if the balloon would deflate. It still would not deflate, and the patient had to have needle aspiration to deflate the balloon.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact and adequately trained professional for assistance, as directed by hospital protocol." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that there were allegedly 2 separate instances that involved a patient where a catheter balloon would not deflate and had to be brought to sarnia to have it removed. The first incident was (B)(6)2019 , and the second was on (B)(6) . They thought the first one was user error until it allegedly happened again and noticed it was the same sized catheter. Users apparently reached out to see if any other sites had run into issues so we would know if we should pull certain lot numbers. (B)(6)2020 add'l info: #16 fr catheter inserted (B)(6) , attempted to deflate balloon (B)(6) . Patient went to emergency and the physician removed by needle aspiration. Patient had been complaining of pain/burning sensation due to catheter. The nurse attempted to remove, but the balloon was lodged in the patients urethra. They were unable to deflate balloon . Consulted with urology in sarnia, and was instructed to cut the catheter to see if the balloon would deflate. It still would not deflate, and the patient had to have needle aspiration to deflate the balloon.